Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio re-seated the device's battery pin power connection to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is cutting off and wont stay on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device is cutting off and wont stay on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control further evaluated the device data and determined worn battery pins and the li-ion battery pack were the cause of the reported issue.

Manufacturer narrative:
Physio-control received additional event information from the customer. The customer informed physio-control that there was no patient use reported with the event. B5 executive summary has been updated.

Event description:
The customer contacted physio-control to report that their device is cutting off and wont stay on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.